Manufacturer narrative:
(B)(4). Batch # n91r5c. The analysis results found that the el5ml device was received with a clip in the jaws. In addition, 5 partially formed clips and 2 unformed clips in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 conforming clip and ejected 2 clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, a loaded clip was pushed away from the jaws because a new clip was loaded without closing the jaws when the clip trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.